Manufacturer narrative:
The patient remained ongoing on vad support until they underwent a pump exchange on (B)(6)2017. The device was returned and evaluated under MFR report # 2916596-2017-00951. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 6 months. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported on (B)(6) 2017 that the patient was given octreotide, and that aspirin was held as treatment for a history of multiple gastrointestinal bleeding events. The patient was admitted (B)(6) 2017 after presenting to the emergency department following several episodes of vomiting, nausea, and poor oral intake for 1 day. The patient¿s hemoglobin and hematocrit (h/h) decreased to 6.8 g/dl and 22.0% from baseline of 10.9 g/dl and 35.7%. The patient was transfused with 2 units of packed red blood cells (prbc) with a good response. On (B)(6) 2017, the patient was again transfused with 2 prbcs with good response. On (B)(6) 2017, the patient underwent a video capsule endoscopy that revealed fresh bright red blood focused in the mid-small bowel, likely from an ectasia. The patient was given octreotide and started on a heparin infusion on (B)(6) 2017. Coumadin was restarted (B)(6) 2017; however, hemoglobin and hematocrit decreased. In response, anticoagulation was discontinued on (B)(6) 2017. The patient was transfused again on (B)(6) 2017, with good response. On (B)(6) 2017, low dose coumadin was administered. The patient was discharged on (B)(6) 2017 with an inr goal 1.6-1.8 and stable hemoglobin and hematocrit. No additional information was provided.